Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information that an unknown size 11500aj inspiris resilia aortic valve was explanted after an implant duration of less than 5 years due to calcification, degeneration, restricted leaflet mobility and severe stenosis. The explanted valve was replaced with 19mm non-edwards valve via full sternotomy. Simultaneously, the patient underwent mitral valvuloplasty (mvp) using a non-edwards annuloplasty ring. The device was discarded and was not returned.